Event description:
Pt reported immediately after injection in the cheeks with 2 syringes of juvederm voluma xc, they developed bruising that resolved after 2 weeks with no treatment. Pt also reported that about 11 weeks after injection their cheeks "puffed up, look swollen, and looks like they are a cartoon character." Pt was seen by their primary care physician and was treated with a steroid shot. Pt also reported that an ultrasound was performed, and nothing unusual was found. Injecting healthcare professional stated that the pt "has excellent results and had no complaints until 3 months post injection." Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of bruising and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n=265) possible treatment site responses post injection wit juvederm voluma(tm) xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by <= 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." Device- and injection related adverse events occurring in <= 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).